Event description:
As reported by our affiliates in australia, this was a case with a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, balloon aortic valvuloplasty was performed with a non-edwards balloon before valve implant. The valve was deployed with nominal volume plus 2 ml, but the balloon of the commander delivery system burst approximately 3/4 of the way through deployment. There was no issue when retrieving the commander delivery system with the esheath as a unit. However, a post-dilation was done with a second commander delivery system to completely expand the valve. The procedure was successfully performed. The patient was stable. Six hours post-procedure, the patient had delirium and was transferred to the ICU and intubated. On the magnetic resonance imaging (MRI) ordered by ICU there were two small ischemic stokes but CT did not show anything acute. The patient was extubated, but delirium remained. The valve was working well. The patient was sent to rehabilitation. As per medical opinion, the root cause of the balloon burst and strokes was unknown.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-08212. Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: balloon longitudinal and radial burst. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. The measurements were found within the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for delivery system balloon burst was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as provided information indicated presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.